Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test and displacement test due to unresponsive button. Unit had stripped battery cap coin slot (p), cracked battery tube threads.

Event description:
The customer reported via phone call that they were not able to remove the battery cap. The customer¿s blood glucose level was 200 mg/dl. The customer reported that the insulin pump broke while removing the cap. The insulin pump will be returned for analysis.